Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. Device was received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o ring and cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated that the device was probably dropped. Blood glucose value was 244 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.